Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure in 2012 and mesh was implanted. The patient experienced a recurrent hernia which was confirmed by CT scan. The patient declined re-operation at this time. The surgeon opines that the coating on the mesh does not allow adequate incorporation into the fascia and when the fixation dissolved the mesh subsequently migrated.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.